Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector the tubing was damaged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: "I am noticing increase defected 0.2 micron filter, we have 5 so far within less than 1 month.; can you please confirm the specific failure of the component is? E.g. Bent/broken/disconnect/leaks? Component detached upon removal from packaging; can you please confirm if the material number for this affected product is 10013902? Yes; are you able to advise the lot number for the affected product? (10) 23039132 2 filters and (10) 23019372 1 filter; are you able to provide the incident date for all the occurrences? May 4 & 5.; is there sample available to return for evaluation? Yes; was the packaging damaged as well? Its opened.; was the sterility breached due to the damage? Yes; was there any patient involvement? No; if yes, was there adverse event or serious injury reported to the patient? No.

Manufacturer narrative:
D.4. Medical device expiration date: unknown; h.4. Device manufacture date: unknown; h6: investigation summary: a complaint of an increase in filters separating was received from the customer. A photo of the set was provided for investigation. In the photo, no separation was observed. Possible lot numbers were provided by the customer. The device history review was completed for both of these lots. A device history record review could not be performed on model 10013902 and lot 23039132 because the lot was invalid. A device history record review for model 10013902 lot number 23019372 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2023. There was a quality notification issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10.